Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found the fuses required replacement. After replacing the f11 and f12 fuses the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended after the fuse replacement. No parts have been received by manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system was continually beeping. The radiologic technologist (rt) was bringing the system into the operating room (or) and when plugged it into the wall outlet the imaging system was not receiving power. No lights were lit on the imaging system. To troubleshoot the system was plugged into multiple outlets and the or staff confirmed that the outlets were powered. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.